Event description:
It was reported that a spring fell out of the device during cleaning. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is received, a quality investigation will be performed and a follow up report will be filed.